Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implant placed on (B)(6) 2019. During the ongoing use period, the patient suffered from a distal erosion of the penis and it was decided that it would be best to remove the entire ipp that was placed in 2019. During the explant case on (B)(6) 2020 to remove the ipp, it was decided that after removing the ipp and addressing the erosion in the right side of the patients corpora that it would be best to fill the patient's left corporal space to salvage any chance of doing an implant down the road. A single tactra would have been sufficient for doing so, but there were none readily available. Given there were none available it was decided to prep a single cx cylinder and cap it off with the metal stopper that comes in the accessory kit. After the patient had healed from the surgery in (B)(6) of 2020 it was decided that he could come in for a complete ipp. The removal of the one cylinder was successful and a new ipp including reservoir, cylinders and pump was placed. The patient is expected to have a fully recovery.